Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was unknown foreign matter inside one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was unknown foreign matter inside one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-oct-2025. Investigation summary: bd received three photos and one sample for investigation, which indicated an additive abnormality - edta crystallization. Upon visual inspection of 100 retained samples, no additive abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.